Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or if it was used for a procedure with the foreign material attached. It¿s unknown if there was a delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The endoscope was immersed in the detergent solution. The external surfaces were wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lusera colonovideoscope, having air leaking from the operation unit. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to deformation of scope cover, water tightness lost, nozzle had foreign objects, due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube scratched, distal end cover dented, adhesive around light guide lens peeled, objective lens scratched, adhesive around objective lens peeled, protector of universal cord on scope connector side scratched, universal cord wrinkled, switch 1 and 2 scratched, paint on air/water-cylinder peeled, image guide protector scratched, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive on angle rubber had white-clouded area, adhesive on angle rubber cracked/chipped, due to wear of angle wire, the play of up/down knob out of the standard value, due to a scratch on objective lens, the image dark area partially, and due to adhesive peeling around objective lens, streak of flare appeared in the image. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.